Event description:
It was reported that during a ptca procedure, the shaft of the catheter cracked during advancement. The crack was not noticed and during inflation air was introduced into the patient. The patient experienced bradycardia and CPR was administered. Patient status is listed as "okay".